Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 4 and 24 hours. The patient reports having pain, swelling and pocket of fluid at the pod infusion site. Once at the hospital the patent had an ultrasound administered. The patient was diagnosed with cellulitis. The patient was treated with intravenous fluids as well as zofran, fentanyl and vancomycin. The patient was prescribed cephalexin (500 mg) as well as doxycycline (100 mg). The patient was discharged from the hospital the following morning. The patient reports they are no longer using pods. The patients pod will not be returned as it has been discarded. The patient reports they are no longer using pod therapy.